Event description:
During a ventricular extrasystole procedure, a pericardial effusion occurred which required a pericardiocentesis. The effusion occurred in the right ventricle. The patient felt chest pressure and the effusion was diagnosed by ultrasound (tte), and fluid was drained. There was no alleged device malfunction and it is unknown what caused the effusion. The patient is in a stable condition.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrode 1-4, the magnetic sensor, and the thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the catheter met specifications during temperature testing and flow rate testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.